Event description:
It was reported that an hour and a half after the catheter was inserted, they noticed the connection between the extension line and the junction hub had all but separated and as a result, the catheter was removed in its entirety from the patient. The user noted that the patient was standing along the bed and suspected the catheter was separated by touching something. After the event, the catheter was exchanged. There were no reported patent complications. Additional information received from arrow (B) (4) on 12/16/09, states, "the catheter was not entirely removed by the physician. The user has suspected the catheter was mostly separated and entirely removed by patients' movement from the bed, because the patient was standing along the bed when the user noticed the catheter removal. Since the catheter was clamped and sutured, removed catheter was not fallen down." Information received on 12/21/09, from arrow (B) (4) stated that "since the catheter had been clamped and sutured on patient's skin, the catheter had not fallen down on the floor even though the catheter tip was pulled outside patient."

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.